Event description:
Received an email from distributor: (B)(6) 2015 customer ran hcg on patient urine and received a (B)(6) result although blood test was (B)(6) on the same day. No hospitalization or further treatment needed. No patient information provided. Although additional information was requested, no additional information was available or provided. No adverse events reported. (B)(6) 2015 customer called in to report she just realized the read time they had been using was one minute. She suspected that the results reported could have been positive if they were using the correct read time of three minutes. Going forward the lab will use 3-minutes as the read time.

Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg urine cutoff control and 3 high level of hcg urine controls (205.2 iu/ml, 208.6 iu/ml and 216.8 iu/ml), all results were (B)(6) at read time. No (B)(6) were obtained. Manufacturing batch record review did not uncover any abnormalities. Per issue, "...the read-time they had been using was 1 minute", end-user has to follow the package insert and read the test results at 3 minutes. Incorrect read time could not be ruled out as root cause of (B)(6) result. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.